Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular noise was detected in stored egms. Patient had a history of atrial noise. Upon review of the episodes, the possibility of the atrial and ventricular leads rubbing together would cause the noise. Patient will be scheduled for explant.